Event description:
Pt sustained 3rd degree burn that was found under this product after an ablation procedure. This was not found until the pt returned for f/u visit to cardiologist 2 weeks later. Pt will need additional treatment until this area on flank is healed.